Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that following an appropriate shock for true ventricular tachycardia, the lead began undersensing r-waves intermittently. A sensing test was performed in office, and the lead undersensed all r-waves. Further testing exhibited the same problem. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. The outer insulation exhibited a cosmetic depression.